Event description:
It was reported that the customer went to the hospital because her meter was reading high and did not feel well. The customer's blood glucose at time of admission was over 700mg/dl. The cause of her hospitalization was diabetes ketoacidosis. The mother stated that she was running high through the night and was given two corrections, but her glucose level continued running high. The customer was keeping off the insulin pump until they can verify the insulin pump is functioning correctly. Troubleshooting was performed, and the drive support was slanted, flushes on one end and recessed on the other side. The time, date, and basal rates were correct. Reviewed the bolus history and found that the customer did not enter the correct amount of carbs the night before going to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with slightly loose drive support disk, cracked reservoir tube lip, scratched screen, and cracked battery tube threads.